Manufacturer narrative:
No onsite service was performed as the customer did not approve the quote or for service. The customer reported event could not be confirmed or replicated. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in b.5. And b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received also indicated the procedure type was a vitreoretinal procedure to repair a retinal detachment. There was no system message displayed. No additional intervention was required for the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low laser transmission. Additional information received indicated the case was completed by increasing the power to achieve the desired effect. There was no patient impact.